Manufacturer narrative:
The universal seal was received, and failure analysis found the instrument to have tearing at the duckbill. The tears were not axially aligned with the seal and measured from 0.232¿ to 0.160¿ in length. There were no signs of thermal damage present at the end of any tears. A review of dvstream events was performed by an intuitive quality engineer, indicating that a cannula was removed from universal surgical manipulator 3 (usm3) at two points roughly 3 hours into the procedure. During this first cannula removal, a vessel sealer extend (vse) instrument was installed on usm3 and was removed and reseated alongside the usm3 cannula. The second cannula removal was followed by a reseating of the cannula with a sureform 45 stapler installed. All instruments and cannulas were removed roughly 16 minutes after the second mid-procedure cannula removal/reseating.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) product has not been received for failure analysis evaluation. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, when the forceps were replaced, a black soft substance adhered to the forceps. The surgeon touched the cannula seal to check it but couldn't judge whether a part of the cannula seal was missing. The fragment had fallen into the patient and was retrieved with an unknown instrument. It was confirmed all fragments were retrieved under endoscopic observation. No additional surgical procedure was required to remove the fragment. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically using the same cannula. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.